Event description:
It was reported that the patient was reprogrammed several times and the stimulation was not hitting in the right spot. The patient had less than 50% therapy relief at the lead location. Diagnostic testing and troubleshooting performed included reprogramming, but the cause of the issue was not determined. It was also noted that the patient wanted to go to an magnetic resonance imaging (MRI) system as her health may require mris. A revision was required as a result of the event, and the patient had two leads replaced on the date of this report. The patient was doing well post revision and was receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge. Analysis of the neurostimulator lead (lot # v407722) found no anomaly. Analysis of the neurostimulator lead (lot # v407722) found no significant anomaly. The stimulation lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, serial# unknown, product type: accessory; product ID 3550-39, serial# unknown, product type: accessory; product ID 3550-39, serial# unknown, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger; product ID 3888-56, lot# v407722, implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3888-56, lot# v407722, implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3888-56, lot# v407722, implanted: (B)(6) 2010, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.